Event description:
It was reported that in preparation for a percutaneous coronary treatment procedure, a lifted blade was noted. The physician opened up the package of the 3 x 10mm flextome mr cutting balloon, and noted that the blades were exposed and a blade was lifted from the surface of the balloon. This device was not used on the patient, and the procedure was completed with another device. Patient status was good.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.